Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient's extension was fractured. Surgical intervention took place where in the extension was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experiencing a fractured extension was reported to abbott. The patient¿s extension was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.